Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix aortic body stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 1 month post index procedure with "blue toes" on both feet. Upon review of the cta's physician observed potential stenosis at the level of the sealing rings and an occluded superficial femoral artery. It was noted that the patient stopped taking medication a few days before the "blue toes". Physician prescribed blood thinners and both feet were back to normal with normal pulses. A re-intervention will be performed at a later date to resolve the occluded sfa, however, the date of re-intervention has yet to be scheduled. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
At the completion of the clinical evaluation, the stenosis at the level of the rings, superficial femoral artery occlusion and ischemia are unconfirmed due to lack of imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as doing fine. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).